Manufacturer narrative:
(B)(4).

Event description:
Received info that pt had her device removed on (B)(6) 2010 after contracting (B)(6) allegedly from the device implant. Additional info has been requested and if received, a follow up report will be sent.